Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm on his insulin pump. Customer's blood glucose level is 250 mg/dl. There were no significant events leading to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump received with unresponsive esc button due to corroded keypad traces. No button error alarms noted. Unable to perform prime test or displacement test due to button anomaly. The insulin pump received with cracked case at display window corners, minor scratches on lcd window and missing end cap sticker.